Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the vertek arm for the navigation system would not remain locked when tightened by the user. There was no patient present when this issue was identified. No additional information was provided.